Event description:
The customer observed one false positive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: initial result 0.330, repeat 0.213 ng/ml. There was no impact to patient management reported. No further patient information is available. The customers cutoff could not be obtained. The troponin-I package insert cutoff is 0.30 ng/ml.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Because the lot number is unknown historic accuracy testing of a representative lot (17117un13) was reviewed to demonstrate acceptable assay performance. The testing met acceptance criteria. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).